Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. After a 0.035inch 260cm non bsc guide wire crossed the lesion, the 3.0mm x 20mm, 75cm mustang balloon catheter was advanced over the wire to dilate the lesion. The balloon was first inflated for 5 seconds at 5 atmospheres however a contrast leakage was noted based on perspective image. The physician stopped using the device and was removed from the patient completely. The device was checked outside the patient and it was found out that the balloon had ruptured longitudinally. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).